Event description:
The explanted generator and lead were returned for product analysis. Generator product analysis was completed and noted no anomalies with the device. Lead analysis noted that pitting was observed on the coil surface. The area on the remaining broken coil strand was identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage, residual material and no pitting. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. With the exception of the observed discontinuity the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified.

Event description:
Patient presented with high lead impedance and low battery. The battery status was at intensified follow-up indicator (ifi):yes. To rule out possible pin insertion issues, the surgeon elected to use the accessory pack to reposition the pin on the now explanted 105 generator and re-run diagnostics. Lead impedance was noted during this additional diagnostic test as high. The patients generator and lead were then replaced. The explanted lead and generator have not been received by product analysis to date. No other relevant information has been received to date.